Manufacturer narrative:
Corrected data: manufacturer narrative: secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim#:(B)(4).

Manufacturer narrative:
Claim# (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vicmo 12.6; -9.50 diopter implantable collamer lens into the patient's left eye (os) on (B)(6) 2024. The lens was reported as having low vault without rotation. On (B)(6) 2024 the lens was replaced with a longer length lens. This resolved the problem. Cause of the event was unknown.